Manufacturer narrative:
Manufacturer's report date: 03/25/2015. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
While transporting an micu patient to the cath lab the pump displayed a communication error. The patient was on multiple drips which were delayed. There was no report of patient harm. Although requested, no additional patient/event details were provided.